Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. No statement regarding the time or the cause of death was provided. Upon review of the device data, vf episode was observed. Intermittent ventricular undersensing was noted during the vf episode, causing a return to sinus. Post-sensed sensitivity settings had been adjusted in 2013 to prevent t-wave oversensing. No further information is available at this time.